Event description:
The customer received a blood glucose reading of 339mg/dl on the contour next link, re-tested on a different meter and the reading was 120mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips were sent to her.